Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a coyote es balloon catheter received with the original box. The batch number on the packaging and device matched the batch number for this complaint. There was blood in the inflation lumen and in the balloon. Magnified examination revealed a balloon pinhole over the distal markerband and scratches on the balloon. Tip damage and scratches were also noted. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was selected for use and advanced to dilate the lesion. Upon the 1st inflation the balloon ruptured at 6 atmospheres. The procedure was completed with another of the same device. No patient complications were reported and patient's status was good.